Manufacturer narrative:
Foreign zip code: (B)(6). Internal complaint reference (B)(4).

Event description:
It was reported that the dyonics 25 inflow only tube set had a lateral leak, at the beginning of the calibration. It was without the sealing rubber. The malfunction was solved with a delay shorter than 30 minutes and no patient harm using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the manufacturing process shows that missing membranes and puncture tube set could have caused the leak. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.internal complaint reference: case-2020-00026659-1.